Event description:
The customer reported that the client reported that when they try to put the phonation valve, the inner cannula breaks at the junction (inner cannula connection). The caller reported that had to remove the broken pieces and it was quite difficult. The information does not confirm that decannulation/recannulation of a replacement tube was required. Covidien is attempting to gather further details surrounding the circumstances of this report.